Manufacturer narrative:
Date of event/explant is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their system explanted due to ineffective therapy. The date of explant is unknown.